Manufacturer narrative:
(B)(4). The device was not returned to edwards. Follow up attempts are in progress to obtain the complaint device. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to investigate root cause for the explant. Should the device becomes available, a supplemental MDR will be submitted upon completion of the device evaluation. As reported, the patient developed necrosis below the knee of both lower extremities and both hands and lost his gag and corneal reflexes. The family decided to withdraw care and the patient subsequently expired. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Edwards received information that a 33mm tricuspid valve was explanted at implant due to impingement on the aortic root resulting in distortion of the sinotubular junction and aortic insufficiency. Once weaned from bypass, the tricuspid valve was functioning well, however, there was a new incidence of moderate aortic insufficiency. The commissure of the right and non leaflets was being pushed into the central portion of the aorta by the tricuspid prosthesis, causing excessive prolapse of the noncoronary cusp. This valve was noted to be too large in size. After excising the valve, the tricuspid annulus proceeded to further disintegrate, resulting in a hole through the tricuspid annulus into the ventricular septum. This was repaired with pledget prolene suture. A replacement 29mm bioprosthetic valve was implanted in the tricuspid position. Upon coming off bypass, there was aortic insufficiency again. Re-exploration of the aortic valve revealed suture through the valve leaflet and this was removed. The hole was reconstructed from the left ventricular outflow tract side, root enlargement performed, and then the aortic valve was replaced with a 23mm mechanical valve (non-edwards). At the end of the procedure, the patient experienced significant ventricular dysfunction with an ejection fraction between 30-35%. An intra-aortic balloon pump was placed and the patient was separated from bypass with high-dose inotropic support. Once off bypass the tricuspid valve was found to be well-seated with no perivalvular leak. The aortic mechanical prosthesis revealed no perivalvular leak and was well seated with no residual ventricular septal defect. Over the next 24 hours the patient slowly improved with no further bleeding and correction of acidosis utilizing renal replacement therapy and resuscitation. The patient had profound shock liver which did not improve and again went into a consumptive coagulopathy and continued to thrombose not only his lower extremities but also his upper extremities. He developed necrosis below the knee of both lower extremities and both hands and lost his gag and corneal reflexes. At this point, the family decided to withdraw care. The patient expired on post-operative day #4.